Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic with non-sustained lead noise due to post paced t wave oversensing. The patient was asymptomatic. Programming changes were made. Patient condition was fine after the event.